Manufacturer narrative:
Product has been returned; however, the investigation is not complete at this time. A supplemental report will be filed when the investigation is completed.

Event description:
It was reported that during a ptca procedure in the distal right coronary artery (rca), the tip of the pt2 guidewire fractured. The physician was in the posterolateral branch of the rca, with the preshaped tip up into the branch. When the physician withdrew the pt2 guidewire, the tip fractured. This fracture occurred where the wire was preshaped. The fractured tip was located in a very small marginal branch, which made it too difficult to attempt retrieval. The physician will monitor the patient. However, there is no additional intervention planned at this time. The intended lesion was stented successfully during this procedure. Patient status is reported as 'okay'.